Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 567 mg/dl with symptoms of extreme thirst, nausea, fatigue and vomiting. The patient received phone advice from their healthcare provider and self treated with insulin via injection. The reporter stated that when the patient examined their pump, they found that the cartridge was leaking. Upon review of the patient¿s technique, it was determined that they were not cycling the cartridge correctly. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the cartridge.